Event description:
It was reported that the product doesn't work properly. No patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4). Batch # 925a15. Date of event is 2022, event day and month unknown. Captured as (B)(6) 2022. Additional information was requested, and the following was obtained: did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? Did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Was there any difficulty opening the device? If yes, how was the device removed from the patient? If yes, did the jaws eventually open? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) What is the most current patient health status and condition? After closing the 3rd load, the stapler moved about 2 cm, slid the tissues off and did not move any further. The stapler opened easily. The staples were placed loosely in the tissue (not fully closed) the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no apparent damage and an ecr60d reload present. The reload was received fully fired, with the pan bent and partially dislodged, and the reload body broken, also, with some drivers out of position. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. It is possible that the damage noted on the returned reload was due to improper handling of the reload. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 583a02, and no non-conformances were identified.